Event description:
It was reported by a field representative that they were unable to interrogate a patient's implantable cardiac monitor (icm) device. It was noted that two different programmers were attempted with the device as well as moving to different rooms. An attempt was made to activate the icm with the patient¿s activator and the icm would not acknowledge the activator. An intervention was done and the icm was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.